Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of myelopathy in a female pt, currently (B)(6), who received super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. An unk time later, the pt was diagnosed with "myelopathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." The pt "now suffers from profound and permanent neurological and other injuries attributable to her super poligrip use." According to the claim, the pt was "unable to perform her normal, customary and daily activities." This case was assessed as medically serious by (B)(4). At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).